Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported battery issue, but no response was received. Additionally, it was reported that the insulin gauge was inaccurate and that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level ranged from 85-169 mg/dl.